Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace.

Event description:
It was reported via phone call that the insulin pump alarmed button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.